Event description:
It was reported to philips that during a coronary procedure, the system produced a message stating, "generator busy with startup, no x-ray allowed." A catheter was in the patient at the time of the reported issue. The customer performed a restart of the system. After the restart, the issue reoccurred for approximately one minute before clearing itself. Once the system resumed normal operation, the procedure was aborted and the catheter was removed. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported issue. Based on the information collected, the diagnostic portion of the procedure was completed; however, the angioplasty procedure was rescheduled. The patient remained stable under anesthesia throughout the event. A philips field service engineer (fse) confirmed the reported issue through onsite diagnostics and log file review. The system logs revealed multiple internal power supply (ips) phase fault events, which indicate abnormalities in the incoming power supply or malfunction of the generator¿s internal power-handling system. The fse verified that the azurion system itself was functioning as designed but detected voltage drops at the equipment¿s power input during high-load exposures. Further investigation determined that these power anomalies originated from the third-party ups installed at the site, which exhibited phase faults under heavy electrical load. This ups was provided and serviced by a third-party contractor through a distributor, and philips does not maintain or configure this component. After the contractor updated the ups firmware and corrected its settings, philips verified system performance, including high-kv exposure tests, and confirmed the system was operating normally. The system was returned to clinical use in good working order. The codes were updated based on the investigation outcome.